Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed the active exhalation test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additionally, during the evaluation of the device at third-party service center, an error code related to the circuit was observed. Err_circuit_check indicates that the user set up the circuit incorrectly, or that tubes in the circuit are disconnected or pinched. It is unlikely that this would be caused by a failure. If this is caused by a failure, an additional error code tied to the failure would likely be generated. This error code on its own does not represent an impact to patient therapy. The internal tubing was checked, no replacement parts necessary. The flow sensor was found to be broken and the keypad was found to be overused, both parts replaced but no report of any malfunction/error involving flow sensor or keypad. These issues are not related to the reportable issue of the test failure.